Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient father stated upon removal of the sensor; the wire remained in the skin. The patient was evaluated in the emergency department (ed) on (B)(6) 2019. An x-ray and ultrasound were performed, and the patient was referred to a plastic surgeon for removal of the sensor wire. At the time of contact, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.